Manufacturer narrative:
The explanted lead was not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore failure analysis of the complaint device could not be completed. A review of the device history records for the lead will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following the implantation of the trial lead, the patient experienced a severe muscle spasm. The physician removed the lead, however; the reported muscle spasm remained. The patient also reported a feeling of residual stimulation following the lead removal. The patient is currently under observation.

Manufacturer narrative:
Correction to the initial MDR in field additional information was received that no further information will be obtained regarding the patient¿s status. The lead was disposed of by the facility.

Event description:
A report was received that following the implantation of the trial lead, the patient experienced a severe muscle spasm. The physician removed the lead, however; the reported muscle spasm remained. The patient also reported a feeling of residual stimulation following the lead removal. The patient is currently under observation. It was assessed that the device stimulation may have caused the muscle spasm.